Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 10/31/2025: the anchor was removed from the patient, and all fragments were retrieved. The case was completed using ar-8934bcst 3.0 single-loaded suture tape s-tak assy. There was no case delay or added anesthesia administered to the patient.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1027/2025, it was reported by a sales representative via email that an ar-8990st-2 fibertak dx anchor bent immediately on insertion. This was discovered during a brostrom procedure on (B)(6) 2025.